Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please confirm the statement you made regarding "there was a burst of the membrane" is referring to one of the seals inside of the trocar. Yes, the membrane that burst is referring to one of the seals inside of the trocar. The membrane swelled up like a balloon and burst without leaving pieces in the cavity.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm the statement you made regarding "there was a burst of the membrane" is this referring to one of the seals inside of the trocar? If yes, was the "burst seal" torn? Or was the burst seal completely separated from the device? If yes, did it fall into the patient? If yes, was it retrieved? Will the seal be returning with the rest of the device for analysis? If not, was the burst seal disposed of? Or is the "burst of the membrane" referring to another situation? If yes, please clarify the situation.

Event description:
It was reported that during a bypass procedure, there was a complication with the trocar after the introduction of the stapler. There was carbon dioxide loss of the pneumoperitoneum and there was burst of the membrane. Another like device was used to complete the procedure.